Event description:
On (B)(6) 2012, a nurse reported that the vns patient had gone into status epilepticus the week prior and was hospitalized over the weekend. The nurse stated that this happens about once a year. No further information was provided at the time. Attempts were made to the physician for further information but no additional information was received.

Manufacturer narrative:
.